Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample, serial number, or device logs were provided. Further investigation of the complaint is not possible without a sample and/or device logs. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the patient's scheduled pantoprazole infusion was set up on a b. Braun perfusor syringe pump, with the infusion rate ordered at 200 ml/hr for a duration of 15 minutes. However, the pump consistently beeped due to downstream occlusion throughout the infusion process, allowing the medication to run for only a minute before the alarm activated. The patient's IV line was confirmed to be patent, as it was flushed without any issues and remained unclamped, a verification supported by a second registered nurse. Despite replacing the syringe pump with another unit, the same issue persisted. The pump was adjusted to the highest pressure setting, yet the beeping continued, occurring approximately every one and a half minutes. The registered nurse remained in the room during the infusion, restarting the pump each time the alarm sounded, resulting in a total medication administration time of forty minutes.